Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection and burning sensation. Previously administered products included for vaginal infection: monistat. Concurrent conditions included dyspareunia, irregular periods, bleeding breakthrough, urine incontinence and uterine carcinoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urticaria ("allergic or hypersensitivity reaction type: ould get hives on my arms,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: skin rashes,"), trichoglossia ("tongue would be black,"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss."), abdominal pain ("abdomen pain"), back pain ("back pain") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, trichoglossia, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and back pain outcome was unknown and the urticaria, dyspareunia and depression had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, trichoglossia, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Final microscopic diagnosis: uterus with bilateral fallopian tubes- 1. Cervix (entirely submitted) focal mild inflammation; no dysplasia or malignancy (see comment). 2. Cervical resection margin- no dysplasia or malignancy. 3. Endometrium benign secretory endometrium. 4. Myometrium no significant pathology. 5. Right fallopian tube- benign fallopian tube with intraluminal coil present. 6. Left fallopian tube - benign fallopian tube with intraluminal coiled present; focal benign paratubal cysts are also noted (up to 0.5 cm diameter). Clinical history: uterine prolapse, carcinoma in situ of cervix uteri. Specimen received: uterus, cervix, bilateral fallopian tubes. Comment: the provided clinical history of carcinoma in situ of cervix for this patient was noted. All of the cervix was submitted revealing no residual carcinoma or dysplasia in the hysterectomy chief complaint: the patient is complaining of stress incontinence, painful intercourse and chronic pelvic pain. Hpi: patient has a longstanding history of chronic pelvic pain which has been getting progressively worse. She is complaining of leaking a large amount of urine with coughing and sneezing. She was also complaining of pain with intercourse. Review of systems: the patient denies any constipation. Her periods are heavy and occasionally irregular. The patient's last menstrual period was. Impression: 1. Symptomatic uterine prolapse, grade 2. 2. Genuine stress urinary incontinence. Dyspareunia. Chronic pelvic pain. History of severe cervical dysplasia status post leep conization. Plan: proceed with robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection and burning sensation. Previously administered products included for vaginal infection: monistat. Concurrent conditions included dyspareunia, irregular periods, bleeding breakthrough, urine incontinence and carcinoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urticaria ("allergic or hypersensitivity reaction type: ould get hives on my arms,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: skin rashes,"), trichoglossia ("tongue would be black,"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss."), abdominal pain ("abdomen pain"), back pain ("back pain") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, trichoglossia, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and back pain outcome was unknown and the urticaria, dyspareunia and depression had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, trichoglossia, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Final microscopic diagnosis: uterus with bilateral fallopian tubes- 1. Cervix (entirely submitted) focal mild inflammation; no dysplasia or malignancy (see comment). 2. Cervical resection margin- no dysplasia or malignancy. 3. Endometrium benign secretory endometrium. 4. Myometrium no significant pathology. 5. Right fallopian tube- benign fallopian tube with intraluminal coil present. 6. Left fallopian tube - benign fallopian tube with intraluminal coiled present; focal benign paratubal cysts are also noted (up to 0.5 cm diameter). Clinical history: uterine prolapse, carcinoma in situ of cervix uteri. Specimen received: uterus, cervix, bilateral fallopian tubes. Comment: the provided clinical history of carcinoma in situ of cervix for this patient was noted. All of the cervix was submitted revealing no residual carcinoma or dysplasia in the hysterectomy chief complaint: the patient is complaining of stress incontinence, painful intercourse and chronic pelvic pain. Hpi: patient has a longstanding history of chronic pelvic pain which has been getting progressively worse. She is complaining of leaking a large amount of urine with coughing and sneezing. She was also complaining of pain with intercourse. Review of systems: the patient denies any constipation. Her periods are heavy and occasionally irregular. The patient's last menstrual period was. Impression: 1. Symptomatic uterine prolapse, grade 2. 2. Genuine stress urinary incontinence. Dyspareunia. Chronic pelvic pain. History of severe cervical dysplasia status post leep conization. Plan: proceed with robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received, new reporter, lab data, patient demographic information, patient relevant information and concomitant medication, essure indication, lot number and events abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type:would get hives on my arms, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions type: skin rashes, tongue would be black, migraines /headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, abdomen pain, back pain and depression were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.